Manufacturer narrative:
Added: d3, g1. Corrected: d4 (serial). High purge pressure: the cause of the high purge pressure could not be determined as no product or logs were returned for evaluation.

Event description:
Additional information was received indicating that the impella device was explanted.

Manufacturer narrative:
D4 corrected the primary UDI number, as it was incorrect in the initial report that was submitted. Additional information received for d6 explant.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected information was provided in e1 and e4. Upon review, it was identified that these were inadvertently omitted from the initial report. Corrected information was provided in d1 and d4. Upon review, the brand name and serial number have been updated. Recaptured h6 (health effect - clinical codes) since thromboembolism (e050304) was added.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
The complainant reported that a patient was implanted with an impella 5.5 device for mechanical circulatory support. Increasing purge pressure (pp) and decreasing purge flow (pf) were observed. The purge pressure and purge flow later returned to within the normal range, and no further issues with the device were reported.

Manufacturer narrative:
Section b5, d6b, and h6 were updated based on additional information.

Event description:
Updated clinical rationale: a male patient of unknown age with an impella 5.5 was being supported for postcardiotomy cardiogenic shock (pccs). The patient¿s comorbidities were unknown and clinical state prior to initiation of support was unknown the device was surgically implanted via an axillary/subclavian arterial approach on (B)(6) 2026 at 11:21am. The clinical team later observed increasing purge pressure (pp) and decreasing purge flow (pf), consistent with a high purge pressure condition. No alarms were reported on the console, and no console or purge system components were replaced. On (B)(6) 2025, the site reported that pp and pf had returned to normal ranges following successful purge line thrombolytic (tpa) lysis, which resolved the issue within 24 hours. The device continued to operate without further complication. Care was withdrawn on (B)(6) 2026 at 4:45am, after which the patient expired. The pump is not available for return; without return of device no evaluation can be carried out. There was no clinical or technical correlation identified between the transient high pp event and the patient¿s subsequent clinical course. Based on available information, the transient purge pressure abnormality was resolved and did not contribute to the patient¿s death; the patient expired following withdrawal of care. The death is conservatively being reported to the impella 5.5 but is unlikely related and is most likely attributed to patients underlying critical condition.